Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified superficial femoral artery. A command es guide wire was used to cross the lesion and pre-dilatation performed with a 5.0x150mm armada 35 balloon at 9 atmospheres for 60 seconds. A 5.5x150mm supera self expanding stent was advanced to the lesion and once deployment was initiated, it was noted that the stent became elongated as it was coming out of the outer sheath of the supera. The device was removed and a new same size supera was used to successfully complete the procedure. It was confirmed that the stent had partially deployed inside the introducer sheath. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported deployment issue and stent elongation were unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a cause for the reported deployment issue and stent elongation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.